Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient on coaguchek xs meter serial number (B)(4) compared to the laboratory. The result from the meter was 3.7 inr and the result from the laboratory was 2.4 inr. The customer was using two test strip lots. It was not known which lot was used at the time of the event. This medwatch will cover test strip lot: 32264114. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 30497513. The qc was acceptable. The meter was dirty. Patients were not washing their hands before testing. There was no allegation of an adverse event.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges. No error messages occurred. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The returned customer strips were tested using quality control materials. Testing results: vial #1: qc 1: 3.4 inr , qc 2: 3.4 inr, qc 3: 3.4 inr . Vial #2: qc 1: 3.4 inr, qc 2: 3.4 inr , qc 3: 3.4 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred.